Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number: for the spyscope ds ii access & delivery catheter and 3005099803-2025-02683 for the spy ds controller. It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter and a spy ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025. During the ercp with poc and ehl, the spyglass ds direct visualization system malfunctioned. Attempts to connect the spyscope to the system were unsuccessful, as the light source failed to activate. Despite checking connections and rebooting the system, the issue persisted, preventing the procedure from proceeding. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.